Event description:
Routine complaint investigation when a consumer reported obtaining sequential glucose reading of 270mg/dl on the precision xtra blood glucose monitor. The customer self administered a dose of insulin. Customer reports becoming hot and sweaty and then 'passed out'. Paramedics were called. When paramedics arrived on a scene a hand held glucose result of 39mg/dl was obtained. Customer refused transport to the hosp. No further info is available on time line between result of 270mg/dl-insulin-or subsequent value of 39mg/dl iva paramedic's monitoring device. There is no info on what type of treatment, if any, was administered by the paramedics.